Event description:
Caller alleged discrepant inratio results. Results as follows: date: (B)(6) 2014; inratio: 2.4; re-test: 2.5; lab: 7.4. Patient self tester had blood drawn at physicians office then tested on the inratio meter 30 minutes later. A second inratio test was performed immediately after the first test to confirm inr result. Therapeutic range: 2.0-2.5.

Manufacturer narrative:
Investigation pending device return.